Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm during a bolus delivery. The insulin pump suspended and upon trying to resume it, the customer received a button error alarm. Nothing further was reported.